Event description:
Quality control material was depleted without alerting the operator while patient samples were being tested for intact parathyroid hormone (ipth) on an immulite 2000 instrument. Quality controls (qc) were within range at the beginning of the run, but were out of range at the end of the run. The software indicated that there was approximately twenty-five percent of qc material remaining, but the operator removed the substrate reservoir and discovered it was completely empty. The operator did not report any of the patient results due to the qc being out of range. Qc and patient samples were rerun. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the quality control material being depleted while patient samples were tested for ipth.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the substrate load scale was not accurately displaying the quantity of qc material. The cse calibrated the empty and full bottle settings for the substrate load scale and confirmed that it was working within specifications. The cause of the qc material being depleted while patient samples were being tested for ipth was a malfunction of the substrate load scale. This device is performing according to specifications. No further evaluation of this device is required.